Manufacturer narrative:
The insulin pump was received no button response due to corroded keypad traces. No moisture damage found inside the device. No blank display noted. Operating currents wasn't performed due to no button response. The device had minor scratches on the display window, cracked case at display window corner, cracked reservoir tube lip, and cracked reservoir tube. (B)(4).

Event description:
Customer's mother reported via phone call, the insulin pump was exposed to fluids. Customer removed the batter and it didn't help the device. She didn't know customer's blood glucose level. The device was exposed to rain water. Customer attempted to cover the device with his shirt. The device went blank immediately after it was exposed to moisture. Customer's mother was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.